Event description:
The reporter indicated that during a telephone check, oversensing was observed. The lead impedance is stable at 700 ohms. Sensing threshold is 4 mv. Manipulation of the pocket caused additional oversensing. Telemetry during manipulations gave a 1200 ohm lead impedance. X-ray showed no change in lead, the lead looks fully inserted, and no anomalies were apparent. The patient is on a holter monitor and will continue follow-ups at this time.